Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was taken to the emergency room due to high blood glucose levels and extreme thirst. The reported blood glucose reading at the time of the call was 577 mg/dl. Troubleshooting revealed that the basal rates were not programmed correctly. Assisted with the correct programming. Also found that the customer had not primed the infusion set that she was using. Explained the importance of priming a new infusion set. The customer had since changed out the entire infusion set, and stated she would monitor her blood glucose levels closely. Nothing further was reported.